Event description:
Additional information was received. It was reported that the patient expired. The cause of death is unknown.

Event description:
Information for the proximal type I endoleak was received on (B)(4), 2012; however the notify date for the previous MDR states (B)(4), 2012.

Event description:
It was reported that a type ia endoleak was discovered from the proximal end of the converter stent graft. The endoleak was seen a CT that was done approximately two weeks post implant. No intervention was performed. The patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Currently the vessel morphology was reported as the aortic neck 31 mm in diameter at the renal arteries, the aortic neck was 2.5 cm in length. The current size of the aneurysm is 5.3 cm in diameter. A recent CT demonstrated that the stent graft has migrated distally 2.5 cm with a type I endoleak. The cause of the migration is due to disease progression and aortic neck dilatation. The physician elected to implant a talent converter extended the talent converter stent graft with an iliac limb and a talent occluder device was implanted and performed a femoral to femoral bypass was performed. The migration and type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).

Manufacturer narrative:
Evaluation, results/conclusions: unknown cause of death, death.

Event description:
Additional information was received. The cause of death was due to a cardiac arrest. The investigator assessed this event as not device or procedure related.